Manufacturer narrative:
Continued: e1 - phone number: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. The basket was returned fully retracted and the orange section of the sheath (wire guide lumen) has split lengthwise at the distal end resulting in a burr. The sheath was noted to have a slight bend at the base of the handle and in the handle cannula. The basket could not be extended due to a bend in the handle cannula. These bends were not initially reported, and it is unknown when the bends occurred. The device was attempted to be advanced into an endoscope and could not be advanced due to the burr on the split orange wire guide lumen causing resistance at the opening of the accessory channel, confirming the reported difficulty. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the wire guide lumen has split at the distal end. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The IFU cautions: "damage to wire guide lumen may result if zip port is visible and device is pulled from accessory channel with wire guide locked in wire guide locking device. If wire guide lumen is damaged, discard device." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion lithotripsy extraction basket. It was initially reported that the basket will not pass through the channel at all, upon removing the basket it looked like there was extra material on the side of the catheter. There was no reportable information at that time. The device returned on (B)(6) 2026 and the orange wire guide channel was damaged at the patient end [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.